Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that the smartablate generator would display high temperature warnings when ablation was applied. The bwi representative noted that they were unable to deliver rf energy due to the error. The caller stated that the ablation catheter was exchanged and the issue resolved. The customer¿s reported high temperature issue is not considered to be MDR reportable since the smartablate generator stopped delivering rf, the most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 12-jul-2023, the bwi pal revealed that a visual inspection of the returned device found a reddish material inside pebax, due to a hole in the pebax of the catheter. These findings were reviewed and assessed the issue of a hole in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection, temperature, impedance, and patency test of the returned catheter. Visual analysis of the returned sample revealed reddish material inside the pebax, due to a hole in the pebax of the catheter. It was concluded that it occurred outside the bwi manufacturing facilities and could be related to the failure described by the customer. The temperature, impedance and patency testing were performed in accordance with bwi procedures. The catheter passed the generator tests, and the patency test, the device was irrigating and flushing correctly. No obstructed holes were observed. No irrigation issues were observed. The issue was not duplicated; however, the blood could be affecting the temperature. The instructions for use contain the following recommendations: if the radiofrequency (rf) generator does not display temperature, verify that the appropriate cable is plugged into the rf generator. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).